Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air) alarm that appeared on the home choice unit during initial drain. The homepatient (hp) was connected. The technical service representative (tsr) explained the alarm and had the nurse cycle the power. The nurse would have to start over with new supplies and contact the peritoneal dialysis nurse. Follow up with the nurse revealed that the hp has been doing fine and has been able to continue with therapy. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). Sample was discarded. If additional information is received, a follow up emdr will be submitted.